Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three fragments of coiled silver wire'), fallopian tube perforation ('perforation of organsessure at the corneal area and was migrating through the back of the tube/ essure migration'), embedded device ('the right essure was noted to be embedded in the right lateral wall') and ovarian cyst ruptured ('ruptured cyst') in an adult female patient who had essure (batch no. C09473, c06073-inv) inserted for female sterilisation. The patient's medical history included abdominal pain and cyst rupture. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pain, embedded device (seriousness criteria medically significant and intervention required) and ovarian cyst ruptured (seriousness criterion medically significant). The patient was treated with surgery (bilateral partial salpingectomy, essure removal and repair of ovary from ruptured cyst). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation and ovarian cyst ruptured outcome was unknown. The reporter considered device breakage, embedded device, fallopian tube perforation and ovarian cyst ruptured to be related to essure. The reporter commented: right side 2 coils and left side 5 coils were seen seen protruding beyond the ostium after essure insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three fragments of coiled silver wire'), fallopian tube perforation ('perforation of organs essure at the corneal area and was migrating through the back of the tube/ essure migration'), embedded device ('the right essure was noted to be embedded in the right lateral wall') and ovarian cyst ruptured ('ruptured cyst') in an adult female patient who had essure (batch no. C09473, c06073) inserted for female sterilisation. The patient's medical history included abdominal pain and cyst rupture. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pain, embedded device (seriousness criteria medically significant and intervention required) and ovarian cyst ruptured (seriousness criterion medically significant). The patient was treated with surgery (bilateral partial salpingectomy, essure removal and repair of ovary from ruptured cyst). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation and ovarian cyst ruptured outcome was unknown. The reporter considered device breakage, embedded device, fallopian tube perforation and ovarian cyst ruptured to be related to essure. The reporter commented: right side 2 coils and left side 5 coils were seen seen protruding beyond the ostium after essure insertion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Lot number was added. Events- device breakage, embedded device added. Previously reported event perforation nos updated to fallopian tube perforation. Reporter information and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.perforation of organs was considered unanticipated in the reference safety information for essure, since the exact nature of the perforated organ was not described. This legal case was reported with limited information. The exact time point and mechanism of the perforation of organs was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three fragments of coiled silver wire'), fallopian tube perforation ('perforation of organsessure at the corneal area and was migrating through the back of the tube/ essure migration'), embedded device ('the right essure was noted to be embedded in the right lateral wall') and ovarian cyst ruptured ('ruptured cyst') in an adult female patient who had essure (batch no. C09473-inv, c06073-inv) inserted for female sterilisation. The patient's medical history included abdominal pain and cyst rupture. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pain, embedded device (seriousness criteria medically significant and intervention required) and ovarian cyst ruptured (seriousness criterion medically significant). The patient was treated with surgery (bilateral partial salpingectomy, essure removal and repair of ovary from ruptured cyst). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation and ovarian cyst ruptured outcome was unknown. The reporter considered device breakage, embedded device, fallopian tube perforation and ovarian cyst ruptured to be related to essure. The reporter commented: right side 2 coils and left side 5 coils were seen protruding beyond the ostium after essure insertion. Lot number [ c09473, c06073 ] are inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs. She had surgery to remove the essure implant two years after insertion. Perforation of organs was considered unanticipated in the reference safety information for essure, since the exact nature of the perforated organ was not described. This legal case was reported with limited information. The exact time point and mechanism of the perforation of organs was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who received essure. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and clinically significant/intervention required) with pain. The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016). Essure was withdrawn. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs. She had surgery to remove the essure implant two years after insertion. Perforation of organs was considered unanticipated in the reference safety information for essure, since the exact nature of the perforated organ was not described. This legal case was reported with limited information. The exact time point and mechanism of the perforation of organs was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.